Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and spoke with the customer and went over the procedure of troubleshooting a leak in an iab circuit per user manual. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) alarmed leak in the intra-aortic balloon (iab) circuit. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the there was a patient involved in this complaint event.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed "leak in the intra-aortic balloon (iab) circuit". No patient harm, serious injury or adverse event was reported.